Event description:
Customer called to report no delivery alarm. It was stated that the o-ring in the reservoir was not in proper position. Customer was instructed to return the product and monitor pump and bgs.